Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor not powering on was a flash memory failure (components u102 and u105) on a c/a board. An intermittent connection was discovered at pin a25 of the flash memory. The intermittent connection is likely due to an intermittent solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. A root cause investigation is underway. No adverse event resulted from the defective components. The patient received a replacement monitor.

Event description:
A review of service data has detected a reportable event. During servicing, monitor sn (B)(4) was unable to power on. The last patient to use this monitor did not report any deficiencies.